Event description:
It was reported that the patient experienced shortness of breath and chest pain. The patient indicated that they had a fall a few weeks prior and was checked at that time and their device was working normally. Now, the right ventricular (rv) lead was trending with high thresholds and pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.